Event description:
A motor movement error was detected, displaying malfunction code malf 9, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was informed that they may continue using the pump. The customer was advised to call back if the malfunction code reappeared and acknowledged understanding.